Event description:
Customer states that their battery is exhausted. There was no report of pt involvement or negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.